Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that a screw fractured inside the implant, therefore the implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown biomet screw was reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted. The devices had been placed on an unknown tooth location for an unknown period of time. Per the applicable instructions for use, breakage may occur when device is loaded beyond its functional capability. Device history record and complaint history review could not be performed since the lot/item numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction and the reported event could not be verified. H3 other text : device not returned.